Event description:
It was reported that the user experienced recurrent low glucose episodes last recorded at 49 mg/dl that the user attributed to receiving too much insulin, noting her target range had been changed and that meal dosing felt incorrect; the event was categorized with insufficient information regarding a specific device problem and no specific device component identified. Customer care provided support that included assigning to clinical management team regarding the lows. Investigation of this case revealed no findings available, with the device problem remaining unspecified due to insufficient information and no component findings identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.